Event description:
Healthcare professional reports three incidents of blood leaks with the af-220 dialyzer, occurring since 2000. Two of the reported incidents occurred with one pt. One incident was positive with hemastix. Blood was not returned in two incidents with an estimated blood loss of 200cc per pt. Treatment was shortened by forty minutes in one incident and continued with new disposables in two incidents. No pt injuries or medical intervention reported.